Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the side car-rx (guidewire port) had pushback. A stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient is scheduled for follow up.